Manufacturer narrative:
Sc-1132 (B)(4) the ipg passed all the required tests and revealed no anomalies. Sc-8336-50 (B)(4) the lead was cut, and two distal tips were not returned. The cables were pulled during the explant procedure. Damage to the device was similar to the typical explant damage and was not considered a failure. X-ray inspection found no cable breakages.

Event description:
A report was received that the patient's ipg was surfacing too close to her skin and resulted to bruising. The patient underwent explant procedure of the ipg. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was surfacing too close to her skin and resulted to bruising. The patient underwent explant procedure of the ipg. No device malfunction was suspected. The patient was doing well postoperatively.